Event description:
(B)(4). Pregnancy after 10 yrs on essure. I have had unprotected sex for 10 yrs on essure. I found out I was pregnant on (B)(6). I am (B)(6) yrs old and my boyfriend is (B)(6) yrs. This is not good.